Event description:
It was reported that a patient presented remotely with a diagnostic anomaly noted on the patient's pacemaker. No intervention was reported. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information received notes that the pacemaker was explanted and replaced on 26 aug 2022. The patient was in unknown condition.